Manufacturer narrative:
The three devices were visually evaluated and the tips and threads of the inserters are damaged, and the site of the break of the inserter is consistent with excessive force. Some of the damaged pieces are bent. The devices were functionally tested by rotation of the torque limiter knob and the devices functioned with no issue. Due to the condition of the returned inserter a dimensional evaluated could not be performed. The unused device was visually evaluated, functionally tested, and then disassembled. No issues were identified with the unused device. A review of the device history records and complaint files confirmed that no additional complaints have been reported and no abnormalities were noted during the manufacturing process for this lot. Potentially the cause for this device failure was excessive forces were applied to the instrument, causing a result in failure. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the tips that turns the anchor broke off in the hip joint, on all three implants. The healthcare professional heard a "funny noise, while turning the blue knob." "It was clicked very early." Healthcare professional removed the pieces with a grasper. It was also reported that the tips of the inserter broke off, but remained stuck in the implant. They were not floating around in the joint space. A total of 4 were implanted; breakage was an issue with 3 of them. Three tips broke off and were retrieved and the implants were fine. There were no reported patient injuries. No other complications were noted.